Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor siltex round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor siltex round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On april 14, 2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile prostheses (catalog #:3501660, right serial #:(B)(6), left serial #:(B)(6) on (B)(6) 2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 300cc breast implant was found to have a tear (a) on the posterior view, measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and it revelated a tear (b) on the anterior view, measuring approximately 0.4 cm. No additional leak sites were detected during the analysis. Microscopic examination was performed in the tears a and b and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (5641408). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-mar-2022, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2022 to (B)(6) 2022. The relevant field has been updated. Manufacturer's reference number: (B)(4).